Event description:
Patient was revised to address loose stems.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Due to the lack of quality of the x-rays supplied, the reported stem loosening cannot be confirmed. The product lot codes required in retrieving the device history records for reviewing and searching the complaint database by lot code were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C.. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.